Manufacturer narrative:
Additional narrative: the failure investigation has been completed and the alleged cgm error 42 issue was verified. Additionally the alleged battery depletion issue was verified in the pump logs, however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, the battery was depleting rapidly. Reportedly the customer had an alternate pump for insulin therapy. The customer's blood glucose level was 310mg/dl.